Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Charge and boot tests were performed and passed. Functional tests were performed and failed the buttons test. A touch screen manual test was performed and failed. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Product was received but is pending evaluation. A follow up report will be submitted upon completion. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.